Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported getting an infection during their spinal cord stimulation (scs) trial because their doctor didn¿t give them antibiotics. The trial was earlier in (B)(6). It was stated they later gave them oral antibiotics to clear up the infection. It was noted they were implanted with a device on (B)(6) 2016 and they were expecting the implanting doctor to remove the staples but were told to call another doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.